Event description:
It was reported that the vns patient was in the hospital for left sided hemiparalysis following vns lead replacement. The physician indicated at the time of the report that he believes this was likely a psychosomatic manifestation. A later report from the patient indicated she was recovering and was not experiencing any pain at the lead or generator. An implant card was received that indicated the lead impedance was "ok." Attempts for additional information have been unsuccessful to date.